Event description:
Visual and audible alarms not reported to m.v.w.s. Pt's curves were displayed on mvws screens at the time of the incident. Sc9000s (s/w vc0.3) were alarming in pt's rooms. Mvws had to be rebooted to run properly.